Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record revealed one nonconformance for missing fibers in which five devices were scrapped. The devices are 100% inspected for this failure mode. A software search revealed no other complaints reported for this lot number. The device is shipped with instructions for use which note the following: warnings: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be established. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical products: 2x cook tornado embolization coils (4x3). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a tornado platinum embolization coil was used in a male patient for treatment of an unknown condition. As reported, "coil migrated post-placement. Probably occurred (per district manager) within a minute of placement. This occurred in the patient's arm." It is unknown exactly how far the coil migrated. It was also reported, "as physician was placing coil to knock out collateral, physician did ligation; this was done during the original procedure." It was reported the procedure was successful and there are currently no plans to remove the coil. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.